Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is likely that the faulty cable led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for a unspecified procedure. The purpose of the procedure is "treatment". There was no procedural delay. The procedure was completed after switching to another device of the same type.

Event description:
The customer reported to olympus, a bad image quality due to malfunction of the imaging system on the hd 3cmos autoclavable camera head. Upon inspection and testing of the returned unit, no image displayed. There were no reports of patient harm associated with this event. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered cable failure. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.